Event description:
The account stated that the axsym analyzer has generated a false positive toxoplasmosis igm result on a patient sample. The initial result was reactive at a 3.32 index value. The sample was retested and the result was non-reactive at a 0.12 index value. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). The axsym plus analyzer (B)(4) generated an inconsistent toxoplasmosis (toxo) igm patient result on (B)(6) 2009. There was no adverse impact to patient management due to the inconsistent patient result. The monthly decontamination of the axsym tubing had not been performed for months. The customer performed the monthly tubing decontamination procedure and replaced the sampling probe to resolve the inconsistent result issue. The customer was also counseled on the importance of allowing samples to clot fully before centrifugation and the importance of centrifuging samples properly. A service history review found no additional inconsistent result complaints, no complaints have been documented for axsym plus analyzer (B)(4). The customer was counseled on the importance of proper sample processing, the sampling probe was replaced, and the monthly tubing decontamination procedure was performed. The abbott metric reports for the axsym plus analyzer did not identify any adverse trends for the toxo igm assay erratic results generation. Based on the available information and this evaluation, no deficiency was identified for the axsym plus analyzer list no. 07a83-03 related to the issue under investigation.

Manufacturer narrative:
(B) (4) this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.